Event description:
It was reported that the intraocular lens (iol) was pushed normally forward to be injected; however, the surgeon noticed that part of the implant and one haptic of the implant were stuck in the injector. Once injected, the haptic of the implant was partially broken at its base and the implant was scratched at the periphery with the visual axis being clear. The surgeon made the decision to leave the lens implanted because removing it would represent another surgery. The patient was informed in the operating room and no further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: +(B)(6). Section h3 - other (81): intraocular lens (iol) was not returned for evaluation as the iol remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.